Event description:
The following has been reported: biomed reported: "pump problem, which the bottom right valve pin is completely stuck out, and cannot be pushed in whatsoever. The complaint from staff was that the loading guides weren't aligning properly. This was fixed with cleaning, biomed believe the valve pin makes the pump unusable." Patient harm: no stopped active infusion: no. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.